Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A product experience report was received on (B)(6) 2018 stating that this lead exhibited oversensing with pacing inhibition with asystole of less than 2 seconds. Noise was also observed. In addition to that, pacing was not delivered when required and pacing rate was not as expected. The facility is at (B)(6) medical center in (B)(6) with no known physician. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).